Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) was implanted with a neurostimulator on (B)(6) 2001. It was reported that the device was replaced with an ipg on (B)(6) 2011 due to allegations of intermittent stimulation. The explanted device was returned to the MFR for analysis.